Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
It was reported that after implantation of a certas valve, the patient had a suspected infection and the valve was blocked. The device was revised; however, during revision it was noted that the reservoir was damaged. The valve was implanted to the patient; however, the date of implant and initial setting are unknown. At the time of revision, the reservoir part was severely broken. The surgeon commented that it may be caused by handling roughly with a forceps when removing the valve. The patient 's condition is good but she does remain hospitalized. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; needle holes in the needle chamber were noted as well as a tear cut in the silicone housing around the siphon guard. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber, did not leak from the tear/cut in the silicone housing around the siphon guard. The siphon guard was tested and passed. The valve was reflux tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number has been provided. Based on the results of the investigation, the reported issues of infection and blockage could not be confirmed. The device functioned as intended. Regarding the condition of the valve, it is most likely the tear/cut in the siphon guard is due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low tear and cut resistance. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.